Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that she thinks the insulin pump is delivering too much insulin. At the time of the report the customer's blood glucose reading was 560 mg/dl. The customer's mother stated that she was going to take the customer to the hospital for treatment. Nothing further was reported.